Manufacturer narrative:
Due diligence for additional information was executed. No additional information on the patient or event is available at this time. Supplemental report(s) will be submitted as the information becomes available. The device has been returned and a product investigation completed for it. The device manufacture date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and both switches were found to be functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be worn with no metal exposed. Additionally, there were charred marks noted on the teflon pad. The distal end of the device was inspected under a microscope and found approximately 12mm of the probe is detached; detached probe was not returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the conclusion of the device evaluation determined that the cause for the detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The reported event stated that during procedure the ultrasonic jaw of the device broke. There was no adverse impact to the patient. The procedure was completed with another device. The returned device evaluation confirmed that approximately 12 mm of the device probe is detached.